Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left initial knee procedure. Subsequently, the surgeon will be revising to a thicker bearing than the standard provides.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. Root cause cannot be determined. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patient underwent revision due to instability. Surgeon requested thicker poly.